Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the surgical management of retrograde type a aortic dissection after thoracic endovascular aortic repair dun y, shi y, guo h, liu y, zhang b, sun x, qian x, yu c interactive cardiovascular and thoracic surgery 30 (2020) 732¿738 doi:10.1093/icvts/ivz326. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent valiant and non mdt stent grafts were implanted in patients for the endovascular treatment of various thoracic pathologies. All patients had retrograde type a dissections (rtad) diagnosed following tevar which were surgically managed. The median interval between the tevar procedure and the rtad was 4.6 months. Surgical treatments for the dissections included total arch replacement, some using the frozen elephant trunk technique. The following malfunctions were observed; type ia endoleak following this the following adverse events were observed; stoke, myocardial infraction, renal failure, bleeding patient deaths were also reported but there is no causal link that a mdt stent graft caused or contributed to these deaths.